Manufacturer narrative:
No report of patient involvement. The customer biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to replace the base assembly and caster.

Event description:
The hospital reported that a caster detached from the unit and the unit tipped. There was no report of patient involvement.